Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. A visual examination of the spyscope ds device found that the catheter was kinked from the distal tip. Signs of buckling were found in the active deflection section at the distal end. The working channel sleeve extended from the distal cap when received. The distal tip would articulate; however, it would not articulate properly due to the kinked/buckled sheath. An ehl probe was passed through the working channel; it felt like it was catching onto something from the distal tip. A spyglass device was inserted into the distal end of the working channel. The location where the ehl probe was catching was the proximal end of the working channel sleeve. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of difficult to pass the ehl probe through the working channel. In addition, the working channel sleeve extended from the distal cap when received. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-02633, and 3005099803-2016-02634 for the other associated device information. It was reported to boston scientific corporation that two spyscope digital access and delivery catheter were used in the bile duct during a removal of bile duct stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spyscope ds was inserted into the bile passage via the guidewire. An ehl probe was then inserted through the spyscope ds; however, it could not be advanced through the tip of the device. The devices were removed and tested outside the patient and it was found that the ehl probe was stuck. However, when they tried pushing it strongly, the ehl probe could be advanced. These devices were reinserted into the patient; however, the issue occurred again. A second spyscope digital access and delivery catheter was used and inserted into the bile passage. The ehl probe was then inserted through the spyscope ds; however, it could not be advanced through the tip of the device. The devices were removed and the ehl probe was inserted through the spyscope ds outside the patient. Since the ehl probe would advance through the tip of the spyscope ds outside the patient, they decided to insert the ehl probe through the spyscope ds outside the patient and then insert these devices together into the bile passage. The procedure was completed with the second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Reportedly, there was no other visible damage noted on the devices and the procedure this event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.